Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level as low as 50 mg/dl due to a healthcare provider programming the pump's basal rates too high. Customer stopped insulin delivery and consumed food or juice to address the low bg. Reportedly, the customer will consult with a healthcare provider regarding settings adjustments.